Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited noise. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information notes the device was explanted and returned.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.2 cm to 5.5 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.